Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Tbm for homecare called in to report a bed that (B)(4) sent to the homecare dealer for demo purposes has a weld that broke on the bed rail during a demo.